Event description:
On an unknown date, the patient was implanted with a medtronic enduranttm abdominal stent graft to treat an abdominal aortic aneurysm and a proximal type I endoleak was observed. The patient was admitted to the hospital due to an enlargement of the aneurysm sac to 10 cm. The physician decided to implant gore® excluder® aaa endoprosthesis aortic extender component to solve the endoleak. The sealing zone was 7mm. At this time point both renal arteries are patent and protected with wires. The wires were removed and a palmaz stent was used for stabilization of the extender component. The infrarenal neck showed a diameter of 23-24mm proximal and 15mm distal before the aneurysm. Before the stent was implanted the left kidney was the lower then the right one. The anatomy of the aorta changed due to the implantation of the palmaz stent. After the implant the right renal artery was the lower one and both renal arteries were covered. The physician was able to insert a balloon expandable stent into the left renal artery and was able to reopen the artery. The right renal artery is still covered and the kidney is out of function. Patient was transferred ICU. On (B)(6) 2014, it was reported to gore that the patient was doing well.

Manufacturer narrative:
This report is a supplement to notify you that gore was informed about the death of the patient due to comorbidity.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Corrected to serious injury.